Event description:
Received info stating customer did not observe any insulin drip from the end of tubing during the fill process.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a follow up report will be submitted.